Event description:
It was reported via repair work order that the cot would not release from the power load and the cot could not be removed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was originally reported that the cot would not release from the power load and the cot could not be removed. Upon completion of this investigation it was found that a cot could still be loaded and unloaded from the power load system in manual mode. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the cot would not release from the power load and the cot could not be removed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.